Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been having high blood glucose levels. Customer stated that she woke up with a blood glucose level of 300 mg/dl but figured that it was because, she ate food before she went to bed. Customer's blood glucose level rose up to 572 mg/dl. Customer contacted her health care professional and was told to give a manual shot. Customer was able to get into contact with her trainer as well. Customer stated that she has a back-up plan. Customer had the following symptoms of high blood glucose levels: excessive thirst and urination. Customer ran a manual prime and stated that the insulin did exit the tubing. Pump settings were reviewed and found to be correct. Customer stated that she also had a no delivery alarm when she was trying to change out the infusion sets. Customer stated that the pump is showing that the boluses were given, but she does not think that the boluses were actually given. Customer will be sent a tubing clamp. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.